Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the probable cause of the lack of image was attributed to a faulty converter unit. However, the specific cause of the faulty converter unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus visera elite video system center it was discovered that the unit would not power on. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was unable to power on due to a defective power converter unit. Additionally, there was no output from the socket due to a defective printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.